Event description:
It was reported that the motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The device was received for evaluation. Visual and functional testing were performed. Upon inspection of the device, the top case was cracked (by tube holders), bottom case cracked (pole clamp area), right plunger case cracked, and missing plunger case seal, the technician completed a run motor drive and occlusion test, which triggered the motor rate error alarm. The root cause of the reported issue was found to be normal wear due to the pump was over 12 years old. The technician rebuilt drive train and replaced parts for plunger cable, position pot, worm coupling, worm gear, motor mount, leadscrew, right and left clutch halves, square shaft, and clutch cam. The device passed functional and delivery tests. D4 unique identifier is unknown. No information has been provided to date.